Event description:
Approx two hours into pt hemodialysis treatment a leak was seen in the pump segment. Facility clinical manager described it as a leak at the pump segment connector. A new bloodline was setup and the remainder of treatment was completed with no further incident. No pt injury is reported and there was no medical intervention required. MDR is filed for estimated blood loss of 50-75cc.